Event description:
It was reported that the transfer set became disconnected from the catheter (non-baxter product). The care giver (cg) stated that the home patient (hp) had disconnected from the home choice (hc) during dwell two to use the restroom and that is when the titanium adapter came apart from the catheter. The hp followed up with the nurse the next day and everything was cleaned with an antiseptic solution. The nurse reported that the hp was getting setup with a new catheter. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.